Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing one occurrence each of containing foreign matter and molding defects before use. The following has been provided by the initial reporter: lot:9036747 1 (fm got mixed). Lot:9036747 1 (deformed shield).

Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter and cracked shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter and cracked shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded foreign matter issue through a CAPA # 90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing one occurrence each of containing foreign matter and molding defects before use. The following has been provided by the initial reporter: lot:9036747 1(fm got mixed). Lot:9036747 1(deformed shield).